Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was unable to be confirmed as the device was discarded and not returned, and no photos of the complaint device were provided. Available information and review of the provided 3mensio imagery suggest high levels of calcification in the aorta likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, while the prescribed nominal inflation volume is provided in the IFU, the report also indicated that +1cc's of extra inflation volume may have been used (over-inflation), which may have contributed to subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 23mm sapien 3 ultra resilia via transfemoral approach, the patient had high levels of calcium in the aorta, during deployment (after the valve was deployed) the delivery balloon popped. The balloon remained intact, and nothing remained in the patient. No harm to the patient or delay to the procedure. The device was discarded at the hospital.